Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and multiple sclerosis ("plaintiff claimed autoimmune disorder type of disorder: multiple sclerosis") in a 40-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation were performed on the same day". The patient's past medical history included uterine fibroid in november 2010. Previously administered products included for birth control: oral contraceptive nos from 1996 to 2010. Concurrent conditions included underweight, depression since 2003, sleep disturbance, epigastralgia, vertigo, dizziness, equilibrium loss, tinnitus, hyperlipidemia, hearing loss, rhinitis, sinusitis, ataxia, gait unsteady and endometrial polyp. Concomitant products included sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic reactions"), multiple sclerosis (seriousness criterion medically significant), fatigue ("fatigue"), vertigo ("other injury- vertigo"), back pain ("lower back pain") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, multiple sclerosis, back pain and complication of device insertion outcome was unknown, the fatigue was resolving and the vertigo had resolved. The reporter considered back pain, complication of device insertion, fatigue, hypersensitivity, menorrhagia, multiple sclerosis, pelvic pain and vertigo to be related to essure. The reporter commented: the right ostia allowed easy entry of the essure device. It was appropriately fired and three coils were noted in the endometrial cavity. The left ostia was easily found. The essure was fired and five coils were noted in the endometrial cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(6) 2011 : bilateral fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record event essure and novasure endometrial ablation were performed on the same day and also confirming events pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received- all relevant medical history, concurrent condition, concomitant medication, lot number and event medical device monitoring error were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and multiple sclerosis ("plaintiff claimed autoimmune disorder type of disorder: multiple sclerosis") in a 40-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation were performed on the same day". The patient's past medical history included uterine fibroid in (B)(6) 2010. Previously administered products included for birth control: oral contraceptive nos from (B)(6) to (B)(6) . Concurrent conditions included underweight, depression since (B)(6), sleep disturbance, epigastralgia, vertigo, dizziness, equilibrium loss, tinnitus, hyperlipidemia, hearing loss, rhinitis, sinusitis, ataxia, gait unsteady and endometrial polyp. Concomitant products included sertraline and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vertigo ("other injury- vertigo"). In (B)(6) , the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic reactions"), fatigue ("fatigue") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, multiple sclerosis, back pain and complication of device insertion outcome was unknown, the fatigue was resolving and the vertigo and dysmenorrhoea had resolved. The reporter considered back pain, complication of device insertion, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, multiple sclerosis, pelvic pain and vertigo to be related to essure. The reporter commented: the right ostia allowed easy entry of the essure device. It was appropriately fired and three coils were noted in the endometrial cavity. The left ostia was easily found. The essure was fired and five coils were noted in the endometrial cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2011 : bilateral fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record event essure and novasure endometrial ablation were performed on the same day and also confirming events pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and event dysmenorrhea was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and multiple sclerosis ("plaintiff claimed autoimmune disorder type of disorder: multiple sclerosis") in a 40-year-old female patient who had essure (batch no. 774390) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and novasure endometrial ablation were performed on the same day". The patient's past medical history included uterine fibroid in (B)(6) 2010. Previously administered products included for birth control: oral contraceptive nos from 1996 to 2010. Concurrent conditions included underweight, depression since 2003, sleep disturbance, epigastralgia, vertigo, dizziness, equilibrium loss, tinnitus, hyperlipidemia, hearing loss, rhinitis, sinusitis, ataxia, gait unsteady and endometrial polyp. Concomitant products included sertraline and sertraline (zoloft). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced back pain ("lower back pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient experienced vertigo ("other injury- vertigo"). In 2015, the patient experienced multiple sclerosis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic reactions"), fatigue ("fatigue") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, multiple sclerosis, hypersensitivity, back pain and complication of device insertion outcome was unknown, the fatigue was resolving and the vertigo and dysmenorrhoea had resolved. The reporter considered back pain, complication of device insertion, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, multiple sclerosis, pelvic pain and vertigo to be related to essure. The reporter commented: the right ostia allowed easy entry of the essure device. It was appropriately fired and three coils were noted in the endometrial cavity. The left ostia was easily found. The essure was fired and five coils were noted in the endometrial cavity. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. (B)(6) 2011 : bilateral fallopian tubes blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record event essure and novasure endometrial ablation were performed on the same day and also confirming events pelvic pain, menorrhagia, abdominal pain, dysmenorrhea, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc update: addition of qse update, FDA codes based on ptc, batch mfg/expiry dates, and updated ptc global number in notes. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and multiple sclerosis ("plaintiff claimed autoimmune disorder type of disorder: multiple sclerosis") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine fibroid in (B)(6) 2010. Previously administered products included for birth control: oral contraceptive nos from 1996 to 2010; for an unreported indication: sertraline. Concurrent conditions included underweight and depression since 2003. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), hypersensitivity ("various allergic reactions"), multiple sclerosis (seriousness criterion medically significant), fatigue ("fatigue"), vertigo ("other injury- vertigo"), back pain ("lower back pain") and complication of device insertion ("complication of device insertion"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, hypersensitivity, multiple sclerosis, back pain and complication of device insertion outcome was unknown, the fatigue was resolving and the vertigo had resolved. The reporter considered back pain, complication of device insertion, fatigue, hypersensitivity, menorrhagia, multiple sclerosis, pelvic pain and vertigo to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.5 kg/sqm. (B)(6) 2011 : bilateral fallopian tubes blocked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received -events added: autoimmune disorder type of disorder: multiple sclerosis, pain,fatigue, other injury- vertigo, lower back pain. Reporter, historical and concommitant conditions added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("excessive and abnormal bleeding during menstruation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and hypersensitivity ("various allergic reactions"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia and hypersensitivity outcome was unknown. The reporter considered hypersensitivity and menorrhagia to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. The quality unit concluded a quality defect was not confirmed. Based on the available information, there is no relationship between the reported medical event and a quality defect. Most recent follow-up information incorporated above includes: on 13-jul-2017: event experiencing excessive and abnormal bleeding during menstruation and various allergic reactions added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.